Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were not able to draw insulin into their reservoir. The customer states they are able to fill reservoir with air but cannot push air into the vile of insulin. The customer's blood glucose level was 467mg/dl. The customer declined to troubleshoot for the highs and attributes them to having run out of insulin and not changing reservoir. The customer states they would be changing the reservoir and treating highs.